Event description:
The manufacturer received information alleging a trilogy ev300 device failed a pre-test, for active exhalation verification, pilot. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the device by the field service engineer (fse) the customer's complaint was confirmed. The fse replaced the device's 3-way solenoid valve and proportional valve to address the issue. After replacing the valves, post-repair, verification steps were conducted in accordance with the service manual. The ventilator, running firmware version 1.05.10.00, passed all functional and safety tests. The device was returned to clinical use with no operational limitations.